Event description:
A surgeon reported a planned explant of a preloaded multifocal intraocular lens (iol) to be replaced with a dcb00 lens as patient experienced decreased vision, halos, nausea, and significant positive dysphotopsia. The symptoms affected patient's daily activities such as walking, reading, and computer use. The iol was explanted from the patient's right eye in a secondary surgical procedure. There was incision enlargement, but no surgical delay, vitrectomy, or sutures were required. No additional medical attention or medications beyond the standard of care were necessary. The patient¿s pre-operative best spectacle-corrected visual acuity (bscva) was 20/50-1; post-operative bscva was 20/40-1 (eccentric). The patient outcome was reported as temporary impairment. Directions for use were followed. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.